Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 507 mg/dl and a sensor issue. Also, reported that the sensor glucose value from reported event was 207 mg/dl and the blood glucose value from reported event was 507 mg/dl. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event and the customer used the auto mode feature. No further patient complications were reported. Troubleshooting was performed and the issue was not resolved. The customer will continue the use of the pump and the pump will not be returned for analysis.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.